Event description:
It was reported that a vns patient¿s device had high impedance. The patient was sent for x-rays and was referred for surgery. No known surgery has occurred to-date. Additional relevant information has not been received to-date.

Event description:
A full revision surgery occurred. No devices were expected for return as it was noted that the hospital discards products after surgery. No additional relevant information has been received to date.

Event description:
The explanted devices were returned for analysis. Analysis has not been completed to date. No additional relevant information was received to date.

Event description:
Product analysis was completed for the returned generator. Visual examination of the device noted markings typical of surgical procedures. No other surface abnormalities were noted. Both interrogation and system diagnostic tests were performed and the resulting status checks were as expected and within normal limits. The device performed according to functional specifications and no performance or other type of adverse conditions were found with the generator. Review of the device's internal data noted multiple recorded impedance changes. Product analysis was completed for the returned lead. The lead assembly was returned in three portions, not including the electrodes and tie downs. The abraded openings and puncture mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting on one of the broken coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information was received to date.